Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Pump also received with severely scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had crack. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that there was no physical damage to the reservoir lip ring. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.